Event description:
It was reported that this patient was planned to an MRI, and when trying to program to MRI mode the right ventricular (rv) lead pacing impedance check found initial check was greater than 3000 ohms then back to the 500-600 range. It appears that there was another MRI performed a few months ago, and the beeper had been disabled as expected per labeling. The field representative planned to talk to the physician to see if they wanted to proceed. The lead remains in-service. No adverse patient effects were reported.